Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 605 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 was a 4.0mm, 85% stenosed, 18mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with direct placement of a 3.5 x 20 mm taxus express2 study stent. There was no residual stenosis following post-dilation. Target lesion 2 was a 4.0mm, 80% stenosed, 24mm long portion of the proximal circumflex (prox cx) extending into obtuse marginal. The physician treated the lesion with direct stent placement of a taxus express2 3.5 x 28 mm study stent. There was no residual stenosis following post-dilation; however, there was some compromise of the "circumflex proper". This was treated with several kissing balloon inflations, leaving 40-50% residual stenosis in the distal circumflex. The pt tolerated the procedure well and he was discharged the next day on aspirin and clopidogrel. The pt was readmitted 605 days after the index procedure with symptoms of unstable angina (fatigue and mild shortness of breath with exertion). He was still taking aspirin and clopidogrel. A cardiac MRI had demonstrated new inferolateral ischemia, overall preserved left ventricular systolic function, and a chronic transmural apical infarct. The pt underwent pci as follows non bsc stent placed in the proximal circumflex; non bsc stent placed in the proximal left anterior descending artery. There was no residual stenosis in the stented areas. There were no reported complications and the pt was discharged the next day on continued aspirin and clopidogrel. Review by the clinical event committee (cec) august 2007 stated the tvr was possibly related to the taxus stent.